Event description:
Patient complained of constant beeping in 2002. Hcp believes an incorrect alarm date was given to the patient. A second doctor involved gave an alarm date 10 days later and it should have been 2 days later (according to printouts.) The pump volume was zero and the pump was turned off. The pump was explanted. The pump was labled as "dysfunctional" on the operative report along with the note that the patient wanted it explanted. The patient is still being seen by the physician and is doing well on oral medications.